Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The device remains in the patient and no device malfunction was reported. Neurological complications are a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use.

Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: post procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the patient experienced a neurological event consisting of word confusion, mixing up of numbers and a problem with speech. A CT of the brain was obtained and there were no acute changes noted. The patient was given an additional 150mg of plavix and the symptoms resolved. The patient was discharged to home one day post procedure. Although requested, there is no additional information available.